Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported that his cgm was reading 317 mg/dl while the bg meter was reading high mg/dl. The patient reported that he was on his way to the emergency room due to ¿possible dka¿, however, no specific physical symptoms were reported. The call then got disconnected, therefore, no further event details were obtained. Attempts to reach the patient for further event clarification were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.